Manufacturer narrative:
Exact ages not provided, the mean age of the study participants was 70.7 ± 11.1 years in the bt group and 67.2 ± 15.7 years in the b group. Weight and ethnicity: information unknown/not provided. Date of event: article acceptance date 13 april 2020. Model #: number unknown/not provided. Serial#: unknown/not provided. Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date: exact dates not provided, patients underwent a primary baerveldt implantation (b) or primary baerveldt implantation with trabectome surgery (bt) between 2008 and 2015. Explant date: not applicable, there is no indication the devices were explanted. Reporter telephone number: unknown/not provided. Manufacturer telephone number: (B)(6). (B)(4). Device evaluated by manufacturer - other: the glaucoma implants are not returning for evaluation as they remain implanted. Therefore, a failure analysis of the complaint devices cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Citation: esfandiari, h., hassanpour, k., knowlton, p., shazly, t., yaseri, m., and loewen, n. A. (2020). Combining baerveldt implant with trabectome negates tube fenestration: a coarsened-matched comparison. Journal of ophthalmic and vision research, 15(4), p. 509-516. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title: combining baerveldt implant with trabectome negates tube fenestration: a coarsened-matched comparison. A retrospective comparative case study was done to assess the efficacy and survival rate of the trabectome-mediated ab interno trabeculectomy combined with non-fenestrated baerveldt glaucoma implant) (advanced medical optics) (bt group) compared with the baerveldt glaucoma implant alone (b group). A total of 175 eyes undergoing primary glaucoma surgery (60 eyes in the bt group and 115 eyes in the b group) enrolled in this study were matched through coarsened exact matching and resulted in 51 eyes in the bt group matched to 51 eyes in the b group. During the early post-operative phase, intraocular pressure (iop) varied more in the b group than in the bt group with 6.3% of hypotony occurring in the bt versus 12.8% hypotony detecting in the b group. During the one-year follow-up, 7 patients in the bt group and 18 in the b group experienced hypotony. Most of the hypotony episodes were within the first month before suture opening. The most common observation after the surgery was hyphema in 30% of the eyes in the bt group and 10% in the b group. Two eyes in the bt group (n=2) and three eyes in the b group (n=3) had shallow anterior chamber early after surgery which resolved spontaneously. There was one case of choroidal detachment in the bt group (n=1) and one in the b group (n=1) that responded to conservative management. Further interventions were not reported. Other j&j products were mentioned but no complaints were reported against them.